Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The report received from the affiliate states that the physician experienced difficulty re-capturing the angioguard into the capture sheath. The carotid artery was 85% stenosed and calcified. The products were properly inspected and prepped and no anomalies were noted. During the procedure, the physician used 0.035 terumo guidewire and cordis diagnostic catheter. Then he advanced angioguard filter basket to the intended site of the internal carotid artery (ica). There was no difficulty advancing the catheter. After that, the physician used an aviator balloon to pre-dilate the lesion and implant a precise stent. When the physician withdrew the filter basket, the angioguard could not be withdrawn into the capture sheath even after several tries. The physician advanced the guiding catheter to a safe site, then he carefully withdrew the filter basket and capture sheath back through the stent and successfully withdrew the filter basket and capture sheath into the guiding catheter and withdrew them as a piece from the patient. No negative impact to the patient, the patient has discharged. One non sterile angioguard was received inserted in the capture sheath, both coiled inside of a plastic bag. A bent (wavy) condition was observed from 116.5cm to 121cm in the capture sheath, and two kinks at 30cm and 94cm from distal end of the capture sheath. The filter basket was deployed from deployment sheath. The filter basket and deployment sheath presented dry blood residuals. The coil tip presented a bent condition at 1.5 cm from distal end. The filter basket was inspected under microscope and it was noted that the filter struts were slightly bent and the basket membrane was damaged. Analysis was attempted with a coil dispenser lab sample. However, due to the received conditions of device and damages presented on the filter basket and struts it was unsuccessfully performed. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The complaint reported by the customer as 'capture difficulty -capture system' was confirmed, since functional test could not be performed due to the received condition of the device. The exact cause of the reported failure by the customer, as well as the damages found during analysis (kink/bent condition on capture sheath, bent condition in the coil tip and damages in filter basket) could not be conclusively determined. However, is possible that procedural factors may have contributed to the reported event. The device did not present any obvious indications of manufacturing defect or anomalies that may have contributed to the event reported. The records indicated that the product met specifications prior to shipment; therefore no corrective or preventive actions will be taken at this time. With the limited amount of information available and without films of the event it is not possible to draw a clinical conclusion between the device and the event. However, procedural factors may have contributed to the reported event.

Event description:
The report received from the affiliate states that the physician experienced difficulty re-capturing the angioguard into the capture sheath. The patient is male, (B)(6). The carotid artery was 85% stenosis and calcified. The products were properly inspected and prepped and no anomalies were noted. During the procedure, the physician used 0.035 terumo guidewire and cordis diagnostic catheter. Then he advanced angioguard filter basket to the intended site of the internal carotid artery (ica). There was no difficulty advancing the catheter. After that, the physician used an aviator balloon to pre-dilate the lesion and implant a precise stent. When the physician withdrew the filter basket, the angioguard could not be withdrawn into the capture sheath. He tried several times but all failed. The physician advanced the guiding catheter to a safe site, then he carefully withdrew the filter basket and capture sheath back through the stent and successfully withdrew the filter basket and capture sheath into the guiding catheter and withdrew them as a piece from the patient. No negative impact to the patient, the patient has discharged.